Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported the insulin pump screen was compressed with the white display. Troubleshooting was performed and the issue was not resolved. No harm requiring medical intervention was reported. The customer will discontinue using the device and the pump will be returned for analysis.

Manufacturer narrative:
S.w version 5.3e (obtained using a test pcba 1) retainer ring = black case type = ngp customer returned pump for an alleged missing segments/partial display and solid white/flashing white display found on (B)(6) 2023. The pump was received with a missing segments/partial display. No solid white/flashing white display noted. Unable to perform the displacement test, self test, active current measurement and sleep current measurement due to a missing segments/partial display. Unable to download history files and traces using thump due to a missing segments/partial display. The pump was cut open to perform visual inspection and found a cracked and bleeding lcd/pcba 1 glass. No corrosion or moisture damage found on the pcba 1, pcba2, force sensor, motor and vibrator assembly noted. ¿ the original pcba 2 was installed in a test pcba 1, case, internal battery and motor. Powered the pump on using the battery simulator and no missing segments/partial display noted. The pump was able to navigate, continued self test, download history files and traces using thump. The pump passed the self test and no missing segments/partial display noted. A missing segments/partial display was confirmed due to a cracked and bleeding lcd/pcba 1 glass. Successfully downloaded history files and traces using thump. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No power error 25 alarm, low battery alert, power loss alarm and replace battery alert/replace battery now alarm recorded in the formatted history file. However, insert battery alarm was recorded and found in the formatted history file on: 09/27/2023 12:37:42.000 insert battery alarm was expected since the battery was removed from the pump. There were no unexpected pump errors/alarms noted 2 days prior to the event date (B)(6) 2023 in the formatted history file. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a scratched case. Solid white/flashing white display was not confirmed. However, unable to perform the required testing, download history files and traces using thump due to a missing segments/partial display. A missing segments/partial display was confirmed due to a cracked and bleeding lcd/pcba 1 glass. A test pcba 1 was used, continued self test, download history files and traces using thump. No missing segments/partial display noted while using a test pcba 1. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.